Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced a frozen display screen even after battery change. It was reported that customer cannot access menu or history on insulin pump as customer viewed an alarm on screen but it disappeared and customer was not sure which alarm it was. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. The device was monitored and no frozen display noted or alarms. The device had minor scratches on lcd window.